Event description:
Same case as MFR#: 2134265-2009-04998. It was reported that post a coronary drug eluting stenting treatment procedure, a patient death occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, calcified proximal left anterior descending (lad) artery. The patient had tri-branch lesions and deployed a "malfunction of the heart". An intra-aortic balloon pump (iabp) was inserted. The lad was predilated with a 2.0x15 and 2.5x15 maverick2 balloon. A 3.00x20mm taxus liberte stent was implanted in the proximal lad. The stent was post dilated with a 3.0x12mm quantum maverick balloon. Good blood flow (timi 3) was achieved. The next lesion treated was located in the 90% stenosed distal right coronary artery (rca). The lesion was predilated with a 2 2.5x15mm maverick2 balloon and a 3.00x16mm taxus liberte stent was implanted. The stent was post dilated with 3.0x12mm quantum maverick balloon. Good blood flow (timi 3) was achieved. A chronic total occlusion (cto) lesion located in the circumflex was not treated. Medications given include aspirin and clopidogrel. The following day, the patient developed ventricular tachycardia in the early morning. Defibrillation was performed, but the patient suffered cardiac arrest soon after. The physician performed cardiopulmonary resuscitation, but the patient's condition did not improve and the patient died. The cause of death is not known as an autopsy was not performed. The physician felt there was possibility of acute stent thrombosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.